Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result (0.557 ng/ml vs. Expected result < 0.034 ng.ml) from a patient sample processed on a vitros 5600 integrated system. The higher than expected vitros tropi es result was reported from the laboratory. The result was questioned as it did not agree with vitros tropi es results obtained from two other serial samples tested from the patient. The affected sample was repeated and a corrected result was issued. A biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a serial patient sample processed on a vitros 5600 integrated system. An ocd field engineer performed maintenance actions on several analyzer sub-systems. Performance testing before and following the service confirmed that the result in question was unlikely caused by unexpected analyzer performance. The investigation determined the sample was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined. However, a reagent issue and pre-analytical sample handling cannot be ruled out as a contributing factors.